Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist. Failure analysis investigation also found that the following additional damages to the instrument: the pitch cable and the distal idler was frayed. No damage was found on the pulley and clevis. The distal pulley exhibited mechanical indentations/burrs. The distal end of the main tube had various scratch marks exhibit light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da myomectomy procedure, the wire at the tip of the cobra grasper instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.